Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Unable to verify software error alarm, erased memory anomaly or off no power alarm due to blank display. Device had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device just shut down when she was trying to enter numbers. Device alarmed a software error alarm. Customer's blood glucose was 536 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.